Event description:
It was initially reported that the patient had not charged their implantable neurostimulator (ins) battery in several months, had no telemetry, and not had any stimulation ¿for a while¿. An overdischarge condition was suspected on the device. Additional information received 2 days later reported there were telemetry issues and that the patient last had stimulation approximately 3 months ago and had not been able to recharge. There was a possibility that the ins was flipped but this had not been confirmed. It was noted that the patient had a chronic issue with the device flipping in the pocket and noted that sometimes it would even be on its side. It was also noted that the patient had a history of gastric bypass in 2006 (prior to device being implanted) which resulted in them having extra skin in the area which may be contributing to the device movement in the pocket. The patient had been able to get coupling bars in the past but was noted as being inconsistent. Follow up information received on (B)(6) 2010 reported that the ins was slipped back and forth under the tissue and was sometimes painful for the patient. The reporter could not get a reading on the device. It was decided not to perform a physician mode recharge (pmr) procedure because if it was not successful the patient¿s ins would be close to ¿three tries¿ and the device system would shut down. The patient was not receiving stimulation at this time. Additional information received on the same date reported the ins battery was not flipped and it just needed to be recharged. It was noted that everything was working now with no surgical intervention needed. Follow up information received on (B)(6) 2010 confirmed that the patient was getting good stimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6)2008, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).